Event description:
It has been reported to philips that all the monitors were black. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. Planned or non-emergency treatment was delayed for almost 20 minutes, and the patient had to be moved to another room to complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of system log file does not show any errors. Upon troubleshooting, fse found that the issue was due to the image processing board firmware problem. To resolve the issue, fse re-flashed the image processor board (ipb) and rebooted the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.